Manufacturer narrative:
(B)(4). Covidien ventilator specialist turned the ventilator off and back on, and the touchscreen was found to be functioning as intended. No components were replaced.

Event description:
It was reported that, during in-service, the ventilator's settings changes became sluggish, and the screen became blank. There was no patient involvement.